Manufacturer narrative:
Investigation results: under visual inspection we noticed that inflation line was detached from pilot balloon. Similar customer complaints have been recently received therefore internal non-conformity report (B)(4) was created with purpose to evaluate this issue. Returned device had laser printed lot number on its flange. With this information we were able to track down tracheostomy tube assembly work order and lot number of claimed inflation line. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
It was reported that during the use of the product, a tear in the cuff was observed. Also, the inflation line was found torn. No patient injury was reported.

Manufacturer narrative:
Under visual inspection we noticed that inflation line was detached from pilot balloon. Similar customer complaints have been recently received therefore internal non-conformity report ncr-000928 was created with purpose to evaluate this issue. Returned device had laser printed lot number on its flange. With this information we were able to track down tracheostomy tube assembly work order and lot number of claimed inflation line. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.